Manufacturer narrative:
As reported, capsure released two fasteners at the same time and was jammed. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the capsure fixation device released two fastener while firing and became jammed. There was no reported patient injury.